Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned sample was visually inspected and confirmed the black radiofrequency identification (rfid) connector on the probe manifold was detached due to insufficient solvent was applied. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. After an analysis and based on the condition of the sample, the root cause is related to an error during the suppliers assembly process of the radiofrequency identification (rfid) connector. In adequate application of solvent applied to top and bottom of the radiofrequency identification (rfid) connector caused the radiofrequency identification (rfid) to fall apart. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. The supplier has been made aware of the issue. No adverse trends have been observed associated with the reported product and event. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe could not cut before vitrectomy surgery. The condition of aspiration was normal. The procedure was completed by replacing the product with new one. There was no patient impact.